Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. The device was not returned. Per the instructions for use of the intrathecal catheter, device migration is a known possible risk of use of the intrathecal catheter. The attending physician did not know the cause of the catheter migration. (B)(4).

Event description:
Agent contacted technical solutions to report a catheter revision due to catheter migration. The patient also alleged that they were not receiving pump therapy. It was confirmed that the revised catheter would not be returned.